Manufacturer narrative:
The helpline support team contacted carelink support to report that the carelink personal account user was viewing future date under reporting period range while generating reports in carelink personal application "complaint summary: the helpline support team contacted carelink support to report that the carelink personal account user was viewing future date under reporting period range while generating reports in carelink personal application investigation/testing summary: an attempt was made to reproduce the issue by generating reports for the carelink personal user in the carelink system application. The issue was successfully reproduced, and a csv report was generated. After conducting a thorough investigation, we have found that it was discovered that the user had made a future date change in the pump, which caused the data not to show for the current reporting date range. The application functions as intended. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is that the user performed a future date change in the pump, resulting in showing up the most latest date in carelink personal application analysis summary: a future time change was performed on the pump by the user. When selecting the reporting period within carelink personal, the data for the changed dates is not displayed. This behavior is currently expected, and there is an enhancement request # ccr-155 to address this in the future. To assist with the resolution of the issue, we provided the helpline team with the following information : inform users to manually change the desire date for report generation in carelink personal application the helpline advised they will provide this information to the customer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced software error patient was trying to upload information to see reports. Troubleshooting was performed and found escalation to carelink department . No harm requiring medical intervention was reported. The customer will continue the use of the device. The insulin pump will not be returned for analysis.